Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. There were no complications that occurred during the procedure. The next day the patient presented with a small pericardial effusion. The effusion was not big enough to aspirate any fluid from the pericardial space. The patient was monitored over the next few days. The patient remained in the hospital due to unknown issues and on (B)(6) 2020 the patient passed away.